Manufacturer narrative:
H10: additional narratives . Updated h6 per new information received.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic valve underwent a valve-in-valve procedure due to very severe aortic valve stenosis after an implant duration of 10 years and 4 months. Due to existing patient-prosthesis mismatch (the valve was too small) the struts of the existing valve was fractured and a 26mm transcatheter valve was successfully implanted. Patient was discharged the day after the procedure. As per medical opinion, the valve did not fail prematurely.